Event description:
The core impaction drill was sent for evaluation due to overheating during a tooth extraction procedure. The procedure was completed with an alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
The device was not received for evaluation. Additional info will be submitted once the device is received and the quality investigation is completed.